Event description:
The customer contact reported the device touchscreen would not work. The device was returned to the biomedical department for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen did not pass the touchscreen test and could not be calibrated. Further testing found the touchscreen response was intermittent and the keys would arbitrarily get stuck and not respond when pressed. This was due to contamination on the bottom edge of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.